Event description:
Procedure performed: gastric sleeve case.event description:the generator displayed an error code that said, "stuck button."additional information obtained from account manager via email on 09apr2025:the hand piece was plugged in and when they went to use it in the first activation, the generator said button stuck and they could not release the device jaws. So, they used and opened another one. They have not seen this happen before.additional information obtained from account manager via email on 09apr2025:the generator was not turned off and on again. They heard the tone as usual and went to use it and got the error and it would not work. It was a gastric sleeve case.intervention: opened another device.patient status: patient is fine.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation, but a lot number was provided. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gastric sleeve case. Event description: the generator displayed an error code that said "stuck button." Additional information obtained from account manager via email on 09apr2025: the hand piece was plugged in and when they went to use it in the first activation, the generator said button stuck and they could not release the device jaws. So they used and opened another one. They have not seen this happen before. Additional information obtained from account manager via email on 09apr2025: the generator was not turned off and on again. They heard the tone as usual and went to use it and got the error and it would not work. It was a gastric sleeve case. Intervention: opened another device patient status: patient is fine.